Event description:
Reporter indicated that a patient was having an increase in seizures and is being referred for battery revision surgery. A battery life calculation was performed using the information available in the in-house database and the patient's device was found to be at end of service. Good faith attempts to obtain additional information from the patient's treating physician including relationship of seizures to baseline levels and potential causes for the increase have been unsuccessful to date.